Event description:
The customer reported the device had charge button failure, shock button failure, battery compartment b showing a x over battery. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).